Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges shortness of breath, coughing, hacking, and sneezing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles and foam degradation. Additionally, the service technician also noted error codes present and dust contamination. The device was scrapped by the service center after the evaluation was completed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges shortness of breath, coughing, hacking, and sneezing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.